Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, a 'high fio2' and 'low fio2' alarm occurred. It could not be solved by o2 sensor calibration but upon replacing the sensor, this issue was resolved. There was no pt involvement reported.